Event description:
It was reported that 8100 pump module was affected by iui/platen/battery/dim segment recall. There was no patient involvement.

Manufacturer narrative:
Additional information: device available for eval, returned to manufacturer on, device return to manuf , device eval by manufacturer, imdrf codes a, b, c, d grids omits: a0902 - display or visual feedback problem (1184), b17 - device not returned, c20 - no findings available, d15 - cause not established.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that 8100 pump module was affected by iui/platen/battery/dim segment recall. There was no patient involvement.